Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6). Product type: lead. Product ID 977c165. Serial# (B)(6). Implanted: (B)(6) 2023. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There has not been additional impedance testing. The patient states he is getting bilateral coverage from his stimulator at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted:(B)(6) 2023, explanted:(B)(6) 2023, product type: lead. Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2023, explanted: product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) non-malignant pain. The reason for call was rep said healthcare provider (hcp) placed the new lead, which was eventually removed today, impedance showed 6<(>&<)>7 were greater than 40k ohms and 2<(>&<)>3 showed no connection but impedance was fine. Rep then swapped the lead end in the neurostimulator and the 6<(>&<)>7 electrode impedance issue followed the lead. Rep then used the wireless external neurostimulator (wens) and it confirmed the 6<(>&<)>7 was at 40k ohms. Hcp then implanted another lead, the 6<(>&<)>7 still had 40k ohms impedance, and again swapping the port showed impedance issue followed the lead. Hcp told rep that he thinks there might be scar tissue that caused the impedance issue. Rep to check impedance again later to see if perhaps the impedance issue was temporary. Discussed air pocket or surgical solution being potential cause of impedance issue. Technical services(ts) also suggest programming the impedance issue electrodes and run stimulation for a while to see if it would clear. Ts told rep that given 2 leads and wens confirm same 2 electrodes had high impedance, it's likely scar tissue, but rep should still check later to see if it'll clear. Rep to send back leads for analysis.  Rep called back and reports that after about 30 minutes in post-op recovery, she interrogated the pt's ins again and noted that now contacts 5, 11, and 12 all showed impedance values >40k in addition to the aforementioned 6 and 7 contacts also showing >40k ohms. Rep indicated that they would follow up with hcp to discuss further intervention versus giving the surgical area time to heal and seeing if impedance values decreased, and would call back with further questions or if troubleshooting was needed.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances/impedances greater than 40k ohms was not determined. The rep would check impedances again at the patient¿s post op appointing in 1 to 2 weeks (from march-03). The lead was returned. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID : 977c165, serial# (B)(6), product type: lead. Product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. H3. Analysis of the lead (B)(6) found no anomalies. H6: the conclusion code d16 no longer applies. The results code c20 no longer applies. The method code b17 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.